Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. Per the reporter the patient had been experiencing high blood glucose for "about a week" prior to the hospitalization. On original date, the patient presented to the ER due to high ketones. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.